Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a red alert associated with a high out of range shock impedance measurements. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting options and discussed possible causes of the high measurements. This device remains in service. No adverse patient effects were reported.